Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Age or date of birth - ni. Weight - ni. Date of death - ni. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter ¿ the article was written by jeremy m. Gililland, lucas a. Anderson, jill erickson, christopher e. Pelt and christopher l. Peters. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "mean 5-year clinical and radiographic outcomes of cementless total hip arthroplasty in patients under the age of 30" which aimed to examine the radiographic and clinical results following total hip arthroplasty in a series of young patients under the age of 30 using magnum and ranawat-burnstein ringloc acetabular components, taperloc femoral components and e1 and arcom tibial bearing components manufactured by biomet; and to investigate diagnoses other than inflammatory arthritis. Two patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate the patients sustained periprosthetic fractures intraoperatively. There has been no further information provided and the patient outcome is unknown.